Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received five different cases from the same end customer regarding the same issue. We manufactured and distributed in the market 396 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 21 closed samples to analyze the five complaints. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.23 kgf in average and 1.16 kgf in minimum (ep requirements: 0.60 kgf in average and 0.15 kgf in minimum). We have also tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.28 kgf in average and 1.12 kgf in minimum and fulfilled ep requirements. Remarks: as indicated in the note / precautionary measures of the intructions for use of the product, dagrofil® should be used applying the standard surgical suturing and knotting (flat and square ties) techniques, taking into account the surgeon's experience with the surgical procedure. An inadequate tension could broke the suture. Care should be taken that the knots are positioned properly and adequate knot security is given. Additional throws may be appropriate if required by the surgical circumstances. Moreover, when working with dagrofil® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with dagrofil suture. The customer reported that the thread is broken and/or the knots loosen by themselves during the week until the stitches are removed (dental surgery), regardless of the knotting technique used. All medwatch submissions related to this report are: 3003639970-2020-00343; 3003639970-2020-00367; 3003639970-2020-00368; 3003639970-2020-00370.